Manufacturer narrative:
14aug2023 (ca). After further investigation this complaint is deemed no longer a reportable event. It was reported the device presented with the following: speaker issue - confirmed still sound. Device-fetal-07. As part of a fundamental use model for this device to monitor the fetal heart rate using ultrasound, it is necessary for the clinical staff to locate the fetal heart using sound generated by the ultrasound transducer, and then to continuously monitor the sound of the fetal heart via the speaker, and to make sure that the speaker volume is so adjusted that the fetal heart rate tone can be easily heard. Note also that the device is designed to perform a self-test at the time it is powered on, which includes an audio confirmation tone. If any of these tones are not audible, the device cannot be used for monitoring, and this is obvious to the user, both while attempting to apply transducers to the patient, and during monitoring. Additionally, the product labeling, shipped with the device, clearly warns of the importance of confirming fetal life before beginning monitoring, and of continuing to confirm fetal welfare during monitoring. An inability to locate the fetal heart prior to monitoring would mean that a speaker malfunction would be easily detected before monitoring begins. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Event description:
The customer reported that the typical loudspeaker noises are missing from the device. It is unknown if he device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: (B)(6).